Event description:
Procedure type: unk. According to the reporter: prior to the procedure a little metal pin came out of the sponge holder. There was no impact to the patient.

Manufacturer narrative:
Initial report sent: 10/19/2007.